Event description:
It was reported that during the thyroidectomy procedure, the blade of the cs14c had split in half. The missing piece was later found on the floor. The case was completed by opening another cs14c which worked fine. No pt consequence.